Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with palpitations. Device interrogation identified the lead safety switch had been triggered due to an out of range atrial pacing impedance measurement. A review of the presenting data identified noise, oversensing and suspected loss of capture. A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient will undergo additional evaluation. No adverse patient effects were reported.